Manufacturer narrative:
Device brand: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing placement of a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter for an unspecified indication. The central venous catheter was inserted successfully into the right internal jugular vein of the patient over the guidewire in an intermidiate stage of the procedure. The guide wire kinked and uncoiled when the physician then attempted to remove the assembly at the termination of the procedure. There are no reported adverse patient consequences related to this event. The device is available for evaluation.

Manufacturer narrative:
Corrected data: device evaluated by mfg - answer changed from no to yes. Investigation - evaluation: a review of dimensional verification, device history record, documentation, IFU, manufacturing instructions, specifications, and quality control data was conducted during the investigation. Visual inspection of the returned device was performed. The wire guide coil was unraveled, starting approximately 530 mm from the proximal end of the wire guide. The outer diameter of the coil was measured, and found to be within specifications. It is possible based on the provided information that the root cause of this event is procedure related, however we do not have enough evidence to identify a definitive root cause at this time. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events which could contribute to this failure mode. A search of our complaint records indicates that there are two other complaints on the lot number at the time of investigation and both are from the same customer as this complaint. Based on the provided information, inspection of returned product, and the investigation, a definitive root cause cannot be established or reported at this time. An analysis of the returned wire guide did not reveal any evidence that the component was manufactured out of specifications. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.